Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received with no physical damage. The event history log was reviewed and there was a "cassette not attached properly" message. A cassette was attached and the downstream occlusion (dso) pressure was checked. The reported issue was unable to be duplicated , but there were multiple instances in the event history log. The dso sensor will be replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a cassette error. The issue occurred during routine inspection and there was no patient involvement.